Event description:
User sustained a laceration due to an unsheathed, unprotected scalpel in unk kit packers tray.

Manufacturer narrative:
Scalpel not returned and actual MFR or lot of scalpel is undetermined. Bd does not MFR the kit and are not aware of how the scalpel is presented. Attempts to contact the customer for add'l info resulted in the customer expressing that she did not wish to speak with bd.